Manufacturer narrative:
Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. Block h10: an examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damage noted to the capio slim device. The dart of the blue dilator was loaded into the capio slim device. The carrier and dart were extended into the cage and retracted. No problems were found. On the blue and white dilator on the mesh assembly, the dart was missing from the suture near to where the suture interacts with the carrier. The dart was not returned. The protective sleeves, leader loops and mesh appeared intact. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, it was determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. Therefore, the investigation confirmed that the most probable cause for the issue of dart detachment/suture breakage is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address this failure. Block h11: correction to block g1 manufacturing site. Block g1: manufacturing site. Although the most recent manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical, 2301 centennial boulevard, jefferson in, 47130 USA.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2019. According to the complainant, upon opening the device packaging, it was noticed that the bullet was missing from the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2019. According to the complainant, upon opening the device packaging, it was noticed that the bullet was missing from the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.